Event description:
The evening following a tuna procedure, the pt was admitted to the hosp for a treatment of bleeding, clot retention and a distended bladder. A cytoscopy and ureterscopy were performed with placement of bilateral ureter stents. A nephrostomy was performed for urinary drainage. The pt was discharged from the hospital with a foley catheter in place. The catheter was removed and the pt was able to void on their own.